Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his visera elite xenon light source was producing an e103 scope communication error during procedure preparation. According to the initial reporter, the lamp would not turn on when starting the device. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 8010047-2022-10973 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.